Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not fill, autofill failure. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) investigated the customers complaint with autofill failure. Fse could not reproduce customer's complaint with the autofill failure. With reviewing the log, and able to verify the autofill failure alarms. Fse had found the pressure output of tolerance and the pressure tubing fitting was loose in the compressor pressure port. Replaced the pressure tubing and vacuum tubing to the compressor and readjusted the pressure regulator to manufacturer's specification. Functional tested without any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing department received the following parts associated with this complaint: the failure analysis and testing dept. Received these parts with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed visual inspection of the parts received and observed that these parts have brownish residue on the sealing and inside the tubing.the failure analysis and testing dept. Installed and tested jointly to the factory specifications per cardiosave . The failure analysis and testing department could not verify the failure autofill failure. Retaining the parts .the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.